Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. It was reported that the consumer continuously tested positive weekly over a 6-month period beginning in (B)(6) 2022. The consumer communicated the results were confirmed negative by alternate rapid antigen testing. An estimated 30 additional consumer events were communicated which are captured on separate reports.